Manufacturer narrative:
(B)(6). Corrections: section d4: no batch, UDI or device details are available as the healthcare facility did not provide this. Section g4: 950n61 neonatal noninvasive single heated circuit kit is not sold in the USA but it is similar to a product which is sold in the, USA. The 510(k) for the similar product is k220703. Method: the subject 950n61 neonatal noninvasive single heated circuit kit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the reported information, photographs provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that during use of the 950n61 neonatal noninvasive single heated circuit kit, condensate accumulated within a non-f&p interface. The non-f&p interface was described as approximately 300mm in length and consisted of an unheated fine bore inspiratory tube, along with an extended section of unheated exhalation tubing. Conclusion: the subject device was not returned to f&p healthcare for evaluation. We are unable to determine the cause of the reported condensate. It is noted that the setup included a non-f&p healthcare unheated tube connected to the patient interface. The user instructions which accompany the 950n61 neonatal noninvasive single heated circuit kit cautions the user of the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - monitor circuit condensate to prevent occlusion or build-up of fluid. Drain as required.

Event description:
A healthcare facility in scotland reported via a fisher & paykel (f&p) healthcare field representative an incident involving a non f&p interface and a 950n61 neonatal noninvasive single heated circuit kit, where the patient was reported to be apnoeic and was reported to have desaturated to <10% spo2 and bradycardia in the 50s (50-59bpm), with condensate observed in a non-f&p interface at the time of the event. The healthcare facility reported that nasopharyngeal suction was performed as a result of the reported event, and the patient was resuscitated. It was further reported that there was minimal condensate in the subject 950n61 neonatal noninvasive single heated circuit kit, and that the condensate was mainly in the unheated exhalation tubing of the non-f&p interface. The healthcare facility further reported that they do not think the 950n61 neonatal noninvasive single heated circuit kit was the cause of the reported incident. No further patient consequences were reported.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative an incident involving a non-f&p interface and a 950n61 neonatal noninvasive single heated circuit kit, where the patient was reported to be apnoeic and was said to have desaturated due to condensate in a non-f&p interface. The healthcare facility reported that nasopharyngeal suction was performed following the reported event, and the patient was resuscitated. The patient is reported to be invasively ventilated with the f&p 950n82 sle ventilator circuit kit with no reported concerns of condensate. F&p is currently in the process of obtaining further information about the reported event.